Event description:
Nurse states, tested blood glucose on suspect device, blood glucose was 170 mg/dl. Pt taken to ER because feeling hypoglycemic. ER tested pt's blood glucose was 40 mg/dl. Pt was hospitalized for few days.